Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notifications and maintenance records were checked no records potentially related to failure were found. The available image was analyzed and it was possible to observe the foreign matter defect inside the blister. Even with the sample it is not possible to identify the foreign matter, however according to the client's report the packaging is sealed, it originated throughout the packaging process. H3 other text : see h.10

Event description:
It was reported that the needle 18x1-1/2 ll eclipse had "stone or a metal silver" foreign matter found in it before use. The following information was provided by the initial reporter, translated from portuguese to english: "defective product. According to what was clarified by phone: presence of foreign matter inside the packaging, it is not sure whether it is a stone or a metal sliver."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18x1-1/2 ll eclipse had "stone or a metal silver" foreign matter found in it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "defective product. According to what was clarified by phone: presence of foreign matter inside the packaging, it is not sure whether it is a stone or a metal sliver."